Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. The product was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence revealed the unk hip femoral sleeve broken and what appears to be black organic material was observed all over the surface of the device. No more defects could be observed in the provided picture. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the breakage failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk hip femoral sleeve would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that on an unknown date, the patient underwent tha at another hospital. The surgery was completed successfully without any surgical delay. Two years ago, a revision surgery was performed due to dislocation. At that time, the cup was exchanged, and the s-rom stem was removed while leaving the sleeve in place, and anteversion adjustment was performed. The revision surgery was completed successfully. Recently, the patient complained of pain. Radiographic evaluation showed that the stem was dislocated and was also observed to have rotated. A more detailed review of the radiographs identified a crack in the sleeve. On (B)(6) 2026, the second revision surgery was performed and the sleeve was removed. The second revision surgery was completed successfully. This pc is related to (B)(4) which reports about the dislocation after the initial tha and the first revision surgery. This pc reports about the implant fracture and the second revision surgery.